Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: actual complaint sample can't be returned so a representative sample from a different batch was evaluated. Manufacturing and batch records have been reviewed and no issue found. Representative sample and retained sample of the same batch by manufacturer have been evaluated for appearance and knot pull tensile strength, and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the suture broke easily during knotting. There were no adverse patient consequences reported. No additional information was provided.